Event description:
It was reported that the patient presented in-clinic for generator changeout procedure. During the procedure it was noted that the right-ventricular (rv) lead was cut. As a resolution the rv lead was capped and replaced on (B)(6) 2025. The patient condition was stable.